Event description:
After puncture of the bladder, the trocar was removed and before the drainage tube could be put into the cannula, the cannula got dropped (sucked) into the bladder. Item had to be surgically removed from pt. Dr will discontinue use of this product.